Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. After a device download was performed, normal function resumed. It was noted that the patient had a lead revision performed on (B)(6) 2015. No patient symptoms were reported and would continue to be monitored.

Manufacturer narrative:
(B)(4).